Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. (B)(4). The device could not be requested for evaluation because the source was unknown therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record review revealed nothing relevant to this event. Based on the information provided, the most likely cause(s) of this event include prying and/or leveraging on the device during use or mechanical damage to the device, such as dropping or hitting the device with another device prior to use. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Unknown device disposition.

Event description:
It was reported that while inserting the second suture anchor, the tip of the drill bit broke and 0.5 cm of the drill bit was left behind in the depth of the acetabulum superiorly. The physician decided to leave the tip and concluded it would not cause further harm to the patient.